Event description:
It was reported the programmer does not interrogate. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed that the programmer did not interrogate, even with a known good programmer head. Analysis also found a noisy system fan, which was replaced. Product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported the programmer does not interrogate. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2067 rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.